Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to an unknown product performance issue. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported this right ventricular (rv) lead was found to be fractured. Subsequently, the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to an unknown product performance issue. No additional adverse patient effects were reported.